Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade IV. Rupture. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Healthcare professional, later reported, no rupture. And "fluid found around implant". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Seroma-late: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation observed, on the device. Crease observed, on the device. No further actions are required, as no issues with the manufacturing process are observed. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Un-reporting rupture, healthcare professional later reported no rupture. Device has been explanted and replaced.